Event description:
Literature article titled: vertebral body stenting versus kyphoplasty for the treatment of osteoporotic vertebral compression fractures: a randomized trial was received. Authors: this study included 65 unidentified patients with a mean age of 70 years (40 women and 25 men) enrolled diagnosed with osteoporotic compression fractures. A total of 100 vertebral levels were treated in this study. Of the 100 levels, 50 of the unspecified levels underwent synthes vertebral body stenting balloon system (vbs). The remaining unspecified 50 levels were related to competitors balloon kyphoplasty. Of the 50 levels treated with (vbs), 10 levels experienced minor cement leakage, 5 levels experienced major cement leakage. It is important to note that the article reported that the cement leakage was primarily a radiographic finding that is not always followed by clinical symptoms. Material related complications included (5) cannula related complications, 1 balloon related complication and 3 stent related complications. Several material related complications occurred outside the patient (supplier unspecified). These were mainly breakage of the trocars plastic tip, impeding introduction of the system. Since the material complications did not affect the primary outcome, they were not documented according to the study protocol. Postoperatively, a full physical examination with a focus on neurological sequelae was done. The article noted no postoperative sequelae. No patient death or harm was noted in this article. This is 5 of 7 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Review of radiographic images noted one image showed no visible cement extravasation; one image showed posterior cement extravasation at l3; one showed cement extravasation into an unknown intervertebral space; and one showed anterior cement extravasation at an unknown vertebral level. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.